Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that when they went to change their set and pressed the act button, insulin started to pour out. The customer states the same thing happened when they pressed the esc button. The customer's blood glucose level at the time of incident was 200mg/dl. The customer states that insulin continues to drip after the motor stops during the manual prime process. The customer was advised the pump would be replaced and returned for analysis.